Event description:
Note: this manufacturer report pertains to the third of three devices used in the same procedure. Refer to the associated manufacturer report numbers 3005099803-2013-06455 and 3005099803-2013-06526 for a description of the first and second device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.